Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature. Per IFU, considerations for patient selection include, but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2018, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a thoracic aortic aneurysm. After both endoprostheses were placed and post-implant ballooning was performed, a procedural angiograph reportedly revealed a dissection at the proximal end of the most proximal gore® tag® device (tgu313110j/17621562). According to the report, ballooning of the proximal device likely contributed the dissection, which extended to the left subclavian artery. The physician stated that he expected the patient¿s blood vessel would be ¿weak¿. The patient¿s blood pressure was reportedly stable, and procedural angiography did not show any interruption of blood flow to the arch branch vessels. The physician expects the dissection will be thrombosed, and he will continue to monitor the patient. The procedure was completed without any further reported complications, and the patient tolerated the procedure.